Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the m3150b philips intellivue information center (piic) "froze." There was no patient incident.